Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an out of range high pacing impedance. An x-ray was performed, which revealed lead fracture. The decision was made to explant and replace this rv lead. The physician did not contact the boston scientific representative until a post-operative check was needed. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead was surgically abandoned, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.